Manufacturer narrative:
(B)(4). As per the additional information received on 16jun2023, the patient had no injury, hence no medical intervention was required. The device was replaced to complete the procedure and the patient condition was fine. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 28 staples remaining in the cover block, indicating that at least 7 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The next four staples also formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The probable cause of this complaint issue could not be determined based upon the information and sample provided. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed with two potential lot numbers (73e2201087 & 73e2200836) identified from a review of customer sales history, as no lot number was reported by the customer, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Part number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) staplers were taken from the current production from part number 528236 visistat 35w non-sterile lot# 73d2300843 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. The associated MDR numbers identified were 3003898360-2023-00738, 3003898360-2023-00803, 3003898360-2023-00762, 3003898360-2023-00761 and 3003898360-2023-00760. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73e2201087 was manufactured on (B)(6) 2022 a total of 13,800 pieces. Lot was released on (B)(6) 2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.